Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed and the stylet/guidewire was damaged. Additionally,the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen and visual summary analysis of the lead indicated damage at implant. The analyst also noted:the guidewire could not be removed because the guidewire tip bent inside lead distal end at tip nose and dried blood obstruction at distal end-within 20cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the guide wire got stuck in the lead during procedure. Another lead was used. No patient complications have been reported as a result of this event.